Event description:
Patient called to report an adverse event involving a zimmer nexgen knee implanted on (B)(6) 2018. Patient stated she experienced problems with the device right away, it was hot, swollen and it just kept getting worse. Patient stated she experienced a bad infection with stiffness, loss of bone density, and requiring manipulation under anesthesia. Patient said she had a PICC line placed to put antibiotics into her heart for 8 weeks and then 3 months later she required a revision. Patient stated she had the device removed on (B)(6) 2020 and ended up needing an upper leg amputation. Patient contacted the manufacturer to question if this device was recalled and was told that it's not. Patient stated she feels this device should be recalled and that it was defective from the very start.